Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the pump's black box showed evidence of unusual fluctuation of the voltage on (B)(6) 2016 that caused a replace battery alarm. There was corrosion in the battery compartment. The battery compartment was found to be cracked. The idle, sleep, rewind and load currents were tested with an external power supply; all were found to be within the required specification. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016-correction to serial #.